Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent ilet alarms while glucose values fluctuated between high and low, and the caregiver requested alarm deactivation; the agent advised that alarms cannot be disabled for safety and offered troubleshooting and education to address recurrent alerts. Symptoms included episodes of hypoglycemia and hyperglycemia reported by the user. Outcomes included no reported hospitalization, no long-term injury, and no device replacement at this time. Investigation included customer counseling on alarm functionality and on steps to stabilize glucose to prevent repeat alerts. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was attributed to fluctuating glycemic control triggering the safety alarms as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.